Event description:
The pt had an implantable infusion pump, synchromed pump that had been implanted (in 2000) for pain control. The pump was accessed with the intent to refill the pump reservoir with 18cc. Of a 25mg/ml concentration of morphine sulfate. The pump was accessed using of medtronic synchromed catheter access port kit rather than a medtronic refill kit. The morhpine sulfate was delivered through the catheter (intrathecal) port, not the reservoir port. Subsequently, multiple doses of naloxone were administered as well as the successful withdrawal of approx 40cc. Of cerebral spinal fluid.